Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that she was wearing the insulin pump while having an MRI for her knee. The customer stated that she was unable to perform the displacement test because the insulin pump continued to alarm motor error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed, failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.